Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient had a concomitant surgical procedure of aortic valve replacement, mitral valve replacement, tricuspid valve repair through sternotomy. During the same procedure a cryoflex probe powered by a cryoflex console, and a cardioblate lp clamp powered by a valleylab ft-10 generator were used. The left atrial appendage was successfully closed. Left pulmonary vein (lpv) and right pulmonary vein (rpv) conduction block were achieved. On the same day as the procedure the patient experienced an increased blood output from the chest tubes (300 ml in 1 hour). It was reported that no prbcs (packed red blood cells) were given and the patient was sent to the operating room for re-exploration. No active bleeding was found and 200 ml of blood was evacuated. 1 unit of prbc was given six days post procedure for hemoglobin of 7.2. There were no signs of active bleeding. Two days post procedure, the chest tubes were removed and there were no signs of bleeding. The patient recovered. The adverse event was deemed by the site as not related to the study devices or study procedure but probably related to the concomitant procedure. The adverse event was deemed by the sponsor as related to the study devices, study procedure and to the concomitant procedure. The clinical events committee (cec) deemed the event as possibly related to the study devices and causally related to the study procedure and to the concomitant procedure.

Manufacturer narrative:
Medtronic received additional information that the clinical events committee (cec) deemed the event as possibly related to the cryoflex probe and cardioblate lp clamp, not related to the cryoflex console or the valleylab vf-10 generator. The cec deemed the event as causally related to the study procedure and the concomitant procedure. Medtronic received additional information that the adverse event was deemed by the sponsor as possibly related to the cryoflex probe and cardioblate lp clamp, not related to the cryoflex console or the valleylab vf-10 generator. The adverse event was deemed by the sponsor as related to the study procedure and to the concomitant procedure. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic received additional information that the clinical events committee (cec) deemed the event as possibly related to the study devices and study procedure, and causally related to the concomitant procedure. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.